Event description:
A bankart repair was performed with a soft tissue suture anchor. The head of the anchor broke free from the anchor body during insertion into the bone. The body of the anchor remained in the bone. A second anchor was used to complete the repair. There was no surgical delay, pt injury or further procedural complications reported.